Event description:
A customer reported experiencing telemetry dropout on the central station (cic) in the step-down unit. A ge field service engineer (fe) determined that the cic was not communicating with the apex pro telemetry server. No pt death or injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.